Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event high threshold was not confirmed. Final analysis found a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found damage consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage.